Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported after the first prm rep completed with this patient, another prm was started. Rep was relieved by a teammate and did not see that prm through it's completion. Rep does not have any other information regarding the event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported for the past year and half the ins is not working because the ins died about a year ago. Patient stated they could not charge the ins. Patient stated they need an MRI of the head. Ps reviewed ins in possible overdischarge state and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue. Ps reviewed MRI information and MRI eligibility form. Additional information was received from a manufacturer representative, rep is currently with a patient recovering an ins from overdischarge (od) - this occurred approximately one year ago. Patient lives in ny but spends time in north carolina, and was seen by a physician and mdt rep who notified patient would need a new ins. Per patient, did not want another surgical procedure. Per caller, there were no discussions with patient to recover the ins when in nc. Currently patient is back in ny and his managing hcp. Patient needs an MRI and mdt rep was asked to recover the ins. Currently the recovery is being performed today (pmr). Rep called back and charged to 25-50% and then read the ins using tablet and received a message to charge the ins. Reviewed needs to charge the ins but caller indicated the office is closing and will need to send patient home. Discussed this is not ideal and when waking up the ins the por should be cleared as soon as possible. Caller then confirmed w/ patient the ins has been in od for 1 year and some months. The rep stated someone met with patient in office on friday to perform physician recharge mode(s) but patient was directed to keep trying the prms at home. Patient performed multiple prms over the weekend and reportedly saw normal charging screen with coupling boxes once but then never saw them again. Caller is meeting with patient again today and is unable to connect to ins with tablet or recharger. Tss had caller initiate another prm in office as it is unclear if the ins ever came out of overdischarge or not. Tss reviewed what to look for as ins comes out of overdischarge and that prms should be completed in office. Mdt rep reports that after 1 prm in office they are still not seeing normal recharge screen, and it still appears unclear as to whether the pt was able to get to normal recharge screen after 3(?) Prm sessions at home over the weekend, yet the pt stated seeing the normal recharge screen but that all coupling boxes were empty. Tss reviewed prm and that prm's should be completed in office. Mdt rep indicated they would continue with prm's and call ts back if further troubleshooting was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.